Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA (B)(4) was opened to address this issue. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Event description:
It was reported that the customer was replacing the lvp display board because the module has a dim segment. Initial complaint information indicates no patient involvement and no patient impact.